Manufacturer narrative:
The instructions for use state to check the device prior to each set up and never operate the illuminator device if it has a damaged plug or damaged or frayed power cord or wires. Do not insert anything into the end of the plug. Based on a complete review of the complaint allegation, philips healthcare has determined that the reported issue requires further investigation. Once the device is returned for investigation or additional information is received, a follow-up additional information report will be filed to detail the findings and the need for any possible further action.

Event description:
Philips healthcare received a complaint from a customer stating that the end of the cable has thermal damage. The device was not in use and there was no reported patient impact.